Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that during an infusion, fentanyl drip bag was changed to a new bag in the am and upon re-entry of the rn into room, the bag was nearly empty with medication leaked all over the floor.